Event description:
The user rec'd differing leukocyte results for three meter readings and one visual readings of test urine strips for one urine sample. The initial meter reading was negative, second meter reading was "+" which is equivalent to 75 leu per ul, third meter reading was "++" which is equivalent to 500 leu per ul. The visual reading performed by the operator was "++". The pt was not treated based on the meter or visual readings.